Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Caller reported that the insulin pump's down arrow was not responding. Caller did not recall any significant events leading up to the error. Blood glucose level was 208 mg/dl at the time of the call. No further information was provided.